Event description:
Customer reported to beckman coulter, inc. (Bec) that the immage immunochemistry system had low vacuum. Customer reported that the cuvettes overflowed and calibration failed. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) rebuilt the vacuum pump, replaced the vacuum tubing line #10. The fse noted that the cuvette drain filter was occluded. The fse removed and replaced the filter. The fse verified the system. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).